Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed. The received tfna fem nail ø12 r 130° l400 timo15 (04.037.260s / h061529) was forwarded to the responsible manufacturing site for investigation. Upon visual inspection, two pieces of broken nail received, this thus confirming the complaint description. The length of the nail was measured and found to be within the specification of the top-level drawing. The nail was unevenly broken at the oblique hole, and therefore the lateral bend angle cannot be measured, nor other dimensions associated with the nail at the place of the break. As per intake patients initial fracture considered atypical, and suspicion of being a related to bisphosphonate use. At time of revision surgery, it was identified that fracture zone revealed pseudoarthrosis. However, we cannot confirm that this was the cause nail to break, so the cause is undermined. The available data supports the complainant¿s description of the complaint condition of "nail broken" therefore this complaint is confirmed. No manufacturing related issue was identified and/or confirmed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Revision surgery took place to remove broken nail, at time of revision surgery it was identified that fracture zone revealed pseudoarthrosis. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 21-mar-2016. Expiration date: 31-mar-2026. Part #: 04.037.260s, lot#: h061529 (sterile) - 12 mm/130 deg ti cann tfna 400 mm/right - sterile. Quantity (B)(4). Inspection sheet for in-process/inspect dimensional/final and tfna assembly met inspection acceptance criteria. Component parts reviewed: 04.037.912.4 - wave spring, shim ended bp-55 lot - 7722132; 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9831902; 04.037.912.3 - tfna lock drive bp-58 lot ¿ h038689. The 21127 - (B)(4) material lot bp-80 lot - 7906100. (B)(4) material was received from (B)(4) certificate of analysis received for titanium from (B)(4) meet specification. (B)(4) material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had a proximal femoral nail antirotation (tfna) implanted for subtrochanteric fracture in (B)(6) 2016. It failed to unite. It was identified in (B)(6) 2017 that the implant was broken. Revision surgery took place to remove broken nail. Removed without issue. Fracture fixed with blade plate. Patients initial fracture considered atypical, and suspicion of being a related to bisphosphonate use. No information about patient status. At time of revision surgery it was identified that fracture zone revealed pseudoarthrosis. Complaint involves 1 part. This report is 1 of 1 for com-(B)(4).